Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with discomfort and palpitations. It was noted that the pacing lead exhibited suspected high thresholds. It was noted on the pacing lead "discolouration" and  infection was suspected on the pacing lead. It was also noted that the implantable pulse generator (ipg) exhibited suspected pacing failure. The pacing lead was explanted and replaced and the ipg was reconnected to the new pacing lead with no issues. No further patient complications have been reported as a result of this event.